Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump battery depleted due to normal battery depletion and subsequently, shut down. The customer's blood glucose (bg) level was over 400 mg/dl. Customer turned pump on and was able to deliver a correction bolus to address high bg. Tandem technical support educated customer on charging pump.